Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Additional patient information was requested but not provided.

Event description:
It was reported that when attempting to start a second unspecified IV vasopressor medication, the point-of-care unit (pcu) failed and would not connect to module. The event caused delay of care during critical situation. It was attempted to use an alternate device module twice with same result. It was noted that the left side of the pcu causes intermittent connection to the module. The IV infusion pump was replaced with a known working unit.